Manufacturer narrative:
Additional information: h.6. Plant investigation: the actual device was returned to the manufacturer for physical. A dialyzer from the reported lot was not returned for evaluation but a photo was provided. It showed the header of the dialyzer where there appears to be a clot within the header. There is no defect or indication of what may have caused the clot. The most probable cause for this to occur is due to a flow issue. If the flow rate is decreased, which may be due to many factors such as a dialyzer anomaly, machine related issue, heparinization (or lack thereof), blood pressure of the patient, and/or the "health" of their access point, then clots can occur. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. As clots were reported and visible in the photograph, the probable cause is - problem due to thrombosis activation, and as no sample was provided the cause - cause not established was also selected. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic buyer reported a dialyzer that had blood clots during a hemodialysis (hd) treatment. The buyer reported that 3.5 hours after starting treatment, the 40008s machine alarmed with a high transmembrane pressure. It was realized there were blood clots in the arterial heads. The buyer reported that the lines were heparinized and washed but the alarms continued. The session was stopped within 15 minutes of completion but was able to be completed on the same machine when a new dialyzer and all new supplies were used. In a follow up, it was reported there was approximately 30 ml of patient blood loss due to the clots. There was no defect or damage noted on the dialyzer. There was no patient injury, adverse event or medical intervention required. The dialyzer is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic buyer reported a dialyzer that had blood clots during a hemodialysis (hd) treatment. The buyer reported that 3.5 hours after starting treatment, the 40008s machine alarmed with a high transmembrane pressure. It was realized there were blood clots in the arterial heads. The buyer reported that the lines were heparinized and washed but the alarms continued. The session was stopped within 15 minutes of completion but was able to be completed on the same machine when a new dialyzer and all new supplies were used. In a follow up, it was reported there was approximately 30 ml of patient blood loss due to the clots. There was no defect or damage noted on the dialyzer. There was no patient injury, adverse event or medical intervention required. The dialyzer is not available to be returned for analysis.

Event description:
A clinic buyer reported a dialyzer that had blood clots during a hemodialysis (hd) treatment. The buyer reported that 3.5 hours after starting treatment, the 40008s machine alarmed with a high transmembrane pressure. It was realized there were blood clots in the arterial heads. The buyer reported that the lines were heparinized and washed but the alarms continued. The session was stopped within 15 minutes of completion but was able to be completed on the same machine when a new dialyzer and all new supplies were used. In a follow up, it was reported there was approximately 30 ml of patient blood loss due to the clots. There was no defect or damage noted on the dialyzer. There was no patient injury, adverse event or medical intervention required. The dialyzer is not available to be returned for analysis.

Event description:
A clinic buyer reported a dialyzer that had blood clots during a hemodialysis (hd) treatment. The buyer reported that 3.5 hours after starting treatment, the 40008s machine alarmed with a high transmembrane pressure. It was realized there were blood clots in the arterial heads. The buyer reported that the lines were heparinized and washed but the alarms continued. The session was stopped within 15 minutes of completion but was able to be completed on the same machine when a new dialyzer and all new supplies were used. In a follow up, it was reported there was approximately 30 ml of patient blood loss due to the clots. There was no defect or damage noted on the dialyzer. There was no patient injury, adverse event or medical intervention required. The dialyzer is not available to be returned for analysis.

Manufacturer narrative:
The g3 date should be 4-5-2023.